Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details will not be obtained as permission to contact patient and physician was not provided. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. (B)(6).

Event description:
News article discusses the issues surrounding textured biocell implants. One patient experienced ¿severe swelling in the right breast¿ and ¿pocket of fluid had formed around the implant.¿ another patient experienced ¿although [patient] had tested negative for cancer, [patient] lymph node was covered in silicone from a ruptured implant¿ and ¿body is having a reaction to silicone.¿ article also states that ¿biocell breast implants analyzed had ¿failed¿ ¿ defined by a range of outcomes, including hardening, pain, rupture and other ¿abnormal findings.¿ ¿biocell implants ¿ 42 per cent ¿ developed double capsules, a formation of two distinct layers of tissue around the implant separated by fluid¿. Device status is unknown.